Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A health inspector reported that a surgeon had noted refractive inclusions or glistenings in at least fourteen intraocular lenses (iols) following implantation that were affecting the quality and amount of vision for the patients. The inspector reported the iols were reported to be clear upon implantation, but later noted to have the refractive inclusions. The model of intraocular lenses are unk at the present time. For this report, the inspector stated that one iol was exchanged due to decreased vision from the glistenings. Additional info has been requested. There are two medical device reports associated with this event. This report is for the iol that was exchanged.